Manufacturer narrative:
The affected journey ii bcs locking femoral implant impactor was not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The device was manufactured in 2013, which suggests it has been in use for some time. The implant impactor is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual product involved, our investigation of this report is inconclusive. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the impactor broke. It was unknown until instruments were reset on monday. No delay was reported.